Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had been off therapy resumed insulin delivery on the ilet after assistance with a supply change and subsequently experienced hyperglycemia, with sensor glucose reading ¿high¿ and later 370 mg/dl. The user declined an immediate additional supply change, reported no leakage or insulin odor, and had not performed fingerstick or ketone testing, though education on fingerstick use, hydration, ketone awareness, and symptoms of dka was provided. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or dka. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included technical troubleshooting and user education focusing on site and supply assessment, adherence to backup testing, and observation for ketones. Investigation of this case revealed no device alarms and no confirmed device or component malfunction, with the cause of hyperglycemia remaining unclear after review of use conditions and user-reported observations. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.